Event description:
Pt found on floor in front of chair. Alarm was on when pt was assist to chair. Alarm/pad did not seem to be working correctly when checked post-fall. Cushion was on top of pad, and alarm only went off some of the time when checked. Single patient use chair sensor. Dates of use: (B)(6) 2016. Is the product compounded: no. Is the product over-the-counter: no.